Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device placement procedure in 2008. According to the complainant, the day after placement the port of the bolus feeding tube came off. Another device was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that he suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.